Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that the patient fell down and was revised on (B)(6) 2017, treatment for a secondary fracture using ganma nail long.